Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted due to suspected premature battery depletion. Patient was asymptomatic and in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. Upon receipt, the device was found to be in backup mode. Following longevity assessment, the implant duration was found to be below the projected longevity due to backup accelerated battery depletion. The device was tested on the bench and no anomalies were found. The cause of the backup mode could not be duplicated and the cause could not be determined.